Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations or complaints against the device¿s operation, functionality or longevity. This device was removed for normal battery depletion. This device did not pass initial testing and will be further analyzed. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated when analysis has been completed.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.